Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the line of an unspecified quantity of homechoice cassettes; further described as ¿in the circumference of the tubes¿. This was observed before use of the devices for peritoneal dialysis therapy. As a result, the cassettes with cuts were not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.